Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that unit would not display v5 and v6 waveforms. There was no pt involvement.